Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as there were no problem caused by the device. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the purewick female external catheter caused some redness in patient. Customer did use a medicated cream. Patient has been using more than 90 days. No medical intervention was reported. Per follow up via phone on (B)(6) 2023, it was reported that patient was still using the catheters but applied medicated cream before each use to assist with irritation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick female external catheter caused some redness in patient. Customer did use a medicated cream. Patient has been using more than 90 days. No medical intervention was reported. Per follow up via phone on (B)(6) 2023, it was reported that patient is still using the catheters but applies medicated cream before each use to assist with irritation.